Event description:
It was reported that the patient received a low blood glucose alert during the night, treated with carbohydrates, then observed a rapid rise to approximately 230 mg/dl, with the patient noting a brief sensor issue around the time of the low reading; glucose subsequently trended down and was 140 mg/dl on ilet, consistent with a confirmatory fingerstick. Symptoms included low glucose and subsequent high glucose. Outcomes included no hospitalization and resolution with self-management. Investigation included troubleshooting and education, including advising fingerstick confirmation when readings seem inconsistent and to follow healthcare provider guidance for low and high glucose. Investigation of this case revealed no ongoing device malfunction and a cause that remained unclear, with a transient sensor reading issue suspected based on patient report and subsequent concordant meter value. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.